Event description:
Patient implanted with liss plate and screws on the left tibia, (B)(6) 2011. Patient experienced tibia infection status post initial operative procedure and returned to operating room on (B)(6) 2011. During hardware removal, one of the screws was noted as cold welded to the plate, causing the first screwdriver to break, another screwdriver was used and was bent. Surgeon removed the head of the screw with a drill. Additional hardware removed and discarded by the hospital. Surgeon performed irrigation and debridement, patient closed. This is the 2nd of 5 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.